Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported that when the endurant limb stent graft was removed from its packaging it was noted that the screw gear on the delivery system was broken. It was also reported the box of the product had a bent section midway along it¿s length. It was reported that the cause of the defect may be due to incorrect handling of the box which caused it to bend and place too much pressure on the device causing the screw gear to break. The device was replaced with another device and the procedure was completed with no issue. No additional clinical sequalae were reported and the patient is fine.